Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, three balloons sticking to the stents occurred. The lesion being treated was a left anterior descending (lad), 99% stenosed, non-calcified lesion. The lesion was predilated with a maverick 2.0 mm x 15 mm balloon. Via femoral approach and with the assistance of a bmw guide wire and 6 fr cortus xb 3.5 guide catheter, the physician successfully deployed the taxus express2 8.8% 2.5 mm x 24 mm stent (10atms for 19 seconds) in the distal lad lesion. The physician was unable to withdraw the balloon after deflation. With the inflation device, he went to negative, left it at negative and balloon was still stuck on the stent. He then manipulated the guide into the lad, and "crept" the balloon back slowly rather than "popping out" with balloon. The physician then successfully deployed the taxus express2 8.8% 3.0 mm x 32 mm stent (12 atms for 24 seconds) in the mid lad. He was then unable to withdraw the balloon after deflation. With the inflation device, he dialed down to neutral, left it on neutral, and balloon was still stuck to the stent. He manipulated the guide into the lad again, and "crept" the balloon back slowly. The physician then successfully deployed the taxus express2 8.8% 3.0 mm x 16 mm stent (9 atms for 28 seconds) in the proximal lad, and again was unable to withdraw the balloon after deflation. He applied the same technique as before with the inflation device and guide catheter and was able to remove the balloon. The balloons were all removed from the pt successfully. The pt did not experience any injury or complication related to this event. The status of the pt is listed as satisfactory. MFR #6000089-2004-00386, and MFR #6000089-2004-00387.